Event description:
The facility reported a pump with failure code 570:320:844. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 570:320:844 could not be confirmed or duplicated during product evaluation. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).